Event description:
Inspection of air and oxygen flow meters performed (recall from chemtron) and found 1 with knurling defect which is a sign of flow meter disconnecting from the plate. This flow meter was not being used and was turned off. The flow meter did not dislodge from the plate (while in the wall) which potentially could project and hit someone and may also cause a ventilator to disconnect from the wall oxygen or air supply). Device has been taken out of service. Biomed called manufacturer- no response to date.======================health professional's impression======================the defect "knurling" is 1st sign that the plate separates from the flowmeter which may potentially cause projection of the flowmeter or disconnection of a vent to the oxygen or air supply.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10e30038, h10d28076.) With no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a nurse in the USA regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient experienced peritonitis. The nurse believed the cause of the peritonitis was a 'hole in the patient's colon'. On (B)(6)2010, the patient was hospitalized for the peritonitis. A peritoneal effluent culture was performed which revealed no growth. It was unreported whether treatment was provided or if dianeal therapy was ongoing. At the time of this report, the patient was in the intensive care unit and had not recovered from the peritonitis. Medical history was significant for end stage renal disease (esrd), hypertension, and hernia. Per the nurse, the peritonitis was unrelated to pd therapy.